Manufacturer narrative:
(B)(4) concomitant medical products: 00771101100, femoral stem 12/14 neck taper, 62053430. Unknown, unknown liner, unknown. Unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01112, 0001822565 - 2018 - 01114.

Event description:
It was reported a patient underwent left hip revision approximately one month post-revision due to infection. Patient had tested positive for staphylococcus epidermidis. During the revision, all devices were explanted and cement spacers were implanted. No other information is available at this time.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. Updated: the complaint was confirmed based on provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.